Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 50 mg/dl and glucose tablets were consumed to address bg. Cause of low bg was not clarified. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.